Manufacturer narrative:
No further information was able to be provided by the customer. The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. During the evaluation the customers problem could not be reproduced however it was found that the heater flex board of the insertion section was broken and therefore the heating function was not given properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was last serviced via repair on october 28, 2022 and a cable was replaced. The reported problem could not be reproduced and a definitive root cause cannot be identified. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, when connecting during preparation for use, a green spot appears in the middle of the image that gets bigger. There were no reports of patient harm.